Manufacturer narrative:
Submit date: 4/25/2018. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the tip of syringe broke off in the syringe pump when registered nurse was administering IV lipids to a neonate. New dose in syringe sent from pharmacy. There have been 4 recorded and reported incidents documenting that the monojet syringe broke at the tip.

Manufacturer narrative:
Submission date: (B)(6) 2018. An investigation was performed for the reported customer complaint: ¿the customer states that the tip of syringe broke off in the syringe pump when registered nurse was administering IV lipids to a neonate. New dose in syringe sent from pharmacy. There have been 4 recorded and reported incidents documenting that the monojet syringe broke at the tip.¿ a review of the device history record (DHR) for lot no. 722230x indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. Inspections focus on damaged product or components, holes, splits, or cracks in barrel which permit leakage, leakage in fluid pathway, and luer tip not to specification. Testing for this component during production includes the plunger being exercised during the assembly process to distribute the silicone in the barrel and on the rubber tip. Leak testing is also conducted to ensure the syringe draws, holds and expels fluid properly. Molded component records were also examined with no issues noted. A review of changes to product, process, and packaging has been conducted identifying no affecting changes related to this reported event. This syringe is intended to be a single use syringe and not qualified as a prefill syringe. One (1) unpackaged sample was received for evaluation. Visual inspection noted the following observations: luer taper was broken off at the base of the barrel face and there was a crack in the luer skirt of the syringe. Potential causes of a broken tip or luer skirt could include brittleness of the product, critical dimensions being out of specification, product not being used as recommended or user technique. No production or inspection records indicated any of these scenarios occurred in relation to the reported event. The reported customer complaint is confirmed. A root cause could not be determined. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.